Manufacturer narrative:
Patient information now provided. A software investigation was complete and confirmed the staff moving the frame is the likely cause of the poor navigation. Software is functioning as designed. The instructions for use (fu) which accompanies this device contains the following warning regarding frame movement: warning: do not bump or reposition the head frame after registration. If the head frame moves in relation to the patient anatomy at any time after registration, you must reregister.

Manufacturer narrative:
Patient information was not made available from the site. On 05/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. The system function normally. After discussed issue with the site, the medtronic representative was notified that they moved the patient frame while they were in the procedure which caused inaccuracy. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. While surgeon was using a straight suction and then balloon during the procedure, unexpectedly the tool tip showed approximately 4-5 millimeters left of actual point (right frontal). This issue occurred while the surgeon was finishing the procedure. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.